Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to a failed component, specificator the u400 ic regulator sw adj .2576 to220/5. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced "vent inop" when it was running with a test lung. The customer advised there was no patient involvement as this occurred during set-up prior to patient use. The vent did not boot up afterwards when the biomed turned it on. The biomed stated there was no audible alarm and the screen stayed blank. After the turbine interface pcb was replaced, the ventilator had an audible alarm and "turbine eeprom checksum error" was logged in the event.